Event description:
A customer reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the screen. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support, who advised checking the button operation without the case and eventually decided to replace the pump. The customer planned to use manual injections as a backup until the new pump arrived.